Event description:
The customer reported via the sales rep, that upon opening, the inner sterile packaging was damaged. It is further reported that the nail was exposed. It is further reported that there was no damage to the outer packaging. It is further reported that another unit was opened to complete the procedure with no adverse consequences.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.